Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately compared to another device (unknown brand). The reporter claimed obtaining blood glucose readings of 178 mg/dl and 108 mg/dl, but was unable to provide information regarding which result came from which meter. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescans criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.